Manufacturer narrative:
The device was returned for analysis. The reported activation failure and the reported break handle was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during deployment interaction with the heavily calcified, heavily tortuous and 95% stenosed anatomy prevented the shaft lumens from moving freely thus resulting in the reported/noted activation failure. Manipulation of the compromised device in attempts to deploy the stent resulted in the noted sheath kink and ultimately resulted in the reported handle break/noted shaft separation/bunched contributing to the reported activation failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the internal carotid artery with heavy calcification, heavy tortuosity and 95% stenosis. The acculink self expanding stent system (sess) was advanced to the lesion and deployment was attempted; however, the handle was broken and the stent completely failed to deploy. Another acculink sess was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified that the shaft was broken. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.